Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #1627487-2019-10952; related manufacturer reference#1627487-2019-10953. It was reported the patient's scs system was explanted two weeks after implant due to a physician examine results that confirmed an mrsa infection. As a result, the patient was prescribed antibiotics, wherein the infection cleared. Patient remains stable.